Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 148 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with cracked case at display window corners, broken battery tube threads, minor scratched display window.